Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited a gradual rise in pace impedances to high out-of-range measurements greater than 3,000 ohms. There was no evidence of inappropriate therapy or noise. It was noted that the patient was in end-stage heart failure, and they elected to turn off tachy therapy. This rv lead remains implanted. No adverse patient effects were reported.